Event description:
It was reported that loss of capture was observed. Device was reprogrammed and no further issues were noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.